Event description:
The user was explanted since he has a progressive hearing loss and is no longer within the indication criteria for the device. The user was re-implanted with a cochlear implant. According to the device explantation report form the floating mass transducer (fmt) was no longer correctly placed at the time of explantation.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect. This finding is in line with the reported functional device whilst implanted. The recipient's hearing deteriorated postoperatively; however, this was not caused by the device. As mentioned in the recipient report, the recipient had no benefit using the device and has been reimplanted with a cochlear implant. Further, according to the device explantation report form the floating mass transducer post-operatively migrated from its intended position and was no longer coupled at explantation surgery. This is a combined initial and final report.